Manufacturer narrative:
Analysis of the system 9733560 fusion em (serial #: (B)(4)) found no failure, as it passed the work order. Analysis of the software 9733467 fusion ent app (unknown serial/lot #) found insufficient information. Unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided as the archive has been removed from the navigation system. This case may be re-opened if additional information is received. Product event summary #fusion failed tracing registration. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that during a case they were failing the trace registration multiple times. They verified that the emitter was functioning and tracking the instruments. They were performing a traditional tracing pattern (up the nose and across the forehead) and were unable to get the system to pass. Recommended that they attempt to register via 3 point trace or pointmerge. Site aborted navigation. Issue occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.